Event description:
It was reported that while checking in loaner set on (B)(6) 2010 found tip of quick turn screwdriver shaft broken. Reported to team leader filled out per. (B)(4)."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.